Event description:
The patient reported that their "device goes off" every time they go to the airport. The patient noted that this most recently occurred two weeks prior to the report. The patient mentioned that the airport security personnel know them by name. Follow up has been conducted to gain additional information. No patient symptoms were reported. The patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.